Event description:
It was reported that shortly after a successful implant procedure involving this electrode, the patient ended up received multiple inappropriate shocks due to undersensing. As the patient was still in the hospital, they were transferred back to the operating room and x-rays were performed and no abnormalities were observed. The physician elected to reopen the pocket and check the connection between the electrode and subcutaneous implantable cardioverter defibrillator can, no issues were noted. Upon disconnecting and reconnecting the electrode, it exhibited unsatisfactory sensing markers. The physician then elected to remove and replace the electrode and all measurements afterwards were within acceptable range. No additional adverse patient effects were reported. The electrode is expected to be returned back from the field to boston scientific for analysis, this event will be updated upon completion of analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.